Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she still have part of the device buried in her abdomen'), device dislocation ('migration\ migration of essure device location of device: right ovary)\right side device had migrated into the fat of the abdomen\failure to occlude (close) fallopian tube(s) on (B)(6) 2006') and fallopian tube perforation ('perforation (fallopian tube(s)') in a 32-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude left fallopian tube". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 days after insertion of essure (ess205). In 2006, the patient experienced fatigue ("fatigue") and burning sensation ("allergic or hypersensitivity reaction type: burning sensation"). In 2013, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping), chronic/ dysmenorrhea (cramping)"), autoimmune disorder ("autoimmune disorder type disorder: leaky gut syndrome"), menopausal symptoms ("hormonal changes describe: perimenopause symptoms"), migraine ("migraines / headaches"), nausea ("nausea chronic"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), vision blurred ("vision/eye problems / blurry vision"), feeling abnormal ("other injury(ies) or complications please describe: brain fog") and arthralgia ("joint pain") and was found to have weight decreased ("weight gain / loss specify which one: gain and loss") and weight increased ("weight gain / loss specify which one: gain and loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), post procedural haemorrhage ("abnormal bleeding (general) just few days after procedure abnormal bleeding"), gastrointestinal disorder ("gastrointestinal or digestive system condition type leaky gut syndrome"), dermoid cyst ("other injury(ies) or complications please describe: dermoid cyst") and genital haemorrhage ("abnormal bleeding ( general)"). The patient was treated with surgery (surgical removal of coil(s). And surgical removal of coil(s).and tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, post procedural haemorrhage, autoimmune disorder, fatigue, burning sensation, menopausal symptoms, migraine, gastrointestinal disorder, nausea, fibromyalgia, vision blurred, weight decreased, dermoid cyst, feeling abnormal, arthralgia, weight increased and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, burning sensation, dermoid cyst, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2005 and (B)(6) 2007. Current weight 125 lbs. Essure had migrated to my pelvic are and was partly removed, some of the device is still in my abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: -unilateral occlusion (right tube occluded) perforation (fallopian tube). Migration of essure device. Imaging procedure - on an unknown date: essure confirmation test(unspecified):result: unknown. Concerning the injuries reported in this case, the following one were described in patients medical record: dermoid cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event coding changed from visual impairment to blurred vision and failure to occlude left fallopian tube and genital hemorrhage event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she still have part of the device buried in her abdomen'), device dislocation ('migration\ migration of essure device location of device: right ovary)\right side device had migrated into the fat of the abdomen\failure to occlude (close) fallopian tube(s) on (B)(6) 2006') and fallopian tube perforation ('perforation (fallopian tube(s)') in a 32-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 days after insertion of essure (ess205). In 2006, the patient experienced fatigue ("fatigue") and burning sensation ("allergic or hypersensitivity reaction type: burning sensation"). In 2013, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping), chronic/ dysmenorrhea (cramping)"), autoimmune disorder ("autoimmune disorder type disorder: leaky gut syndrome"), menopausal symptoms ("hormonal changes describe: perimenopause symptoms"), migraine ("migraines / headaches"), nausea ("nausea chronic"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), visual impairment ("vision/eye problems"), feeling abnormal ("other injury(ies) or complications please describe: brain fog") and arthralgia ("joint pain") and was found to have weight decreased ("weight gain / loss specify which one: gain and loss") and weight increased ("weight gain / loss specify which one: gain and loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), post procedural haemorrhage ("abnormal bleeding (general) just few days after procedure abnormal bleeding"), gastrointestinal disorder ("gastrointestinal or digestive system condition type leaky gut syndrome") and dermoid cyst ("other injury(ies) or complications please describe: dermoid cyst"). The patient was treated with surgery (surgical removal of coil(s).). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, post procedural haemorrhage, autoimmune disorder, fatigue, burning sensation, menopausal symptoms, migraine, gastrointestinal disorder, nausea, fibromyalgia, visual impairment, weight decreased, dermoid cyst, feeling abnormal, arthralgia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, burning sensation, dermoid cyst, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2005 and (B)(6) 2007. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - in april 2006: -unilateral occlusion (right tube occluded) -perforation (fallopian tube) -migration of essure device. Imaging procedure - on an unknown date: essure confirmation test(unspecified):result: unknown. Concerning the injuries reported in this case, the following one were described in patients medical record: dermoid cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events - "allergic or hypersensitivity reaction type: burning sensation, lower abdominal pain, weight gain, weight loss, abnormal bleeding (general),she still have part of the device buried in her abdomen" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she still have part of the device buried in her abdomen'), device dislocation ('migration\ migration of essure device location of device: right ovary)\right side device had migrated into the fat of the abdomen\failure to occlude (close) fallopian tube(s) on (B)(6) 2006') and fallopian tube perforation ('perforation (fallopian tube(s)') in a 32-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude left fallopian tube". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 days after insertion of essure (ess205). In 2006, the patient experienced fatigue ("fatigue") and burning sensation ("allergic or hypersensitivity reaction type: burning sensation"). In 2013, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping), chronic/ dysmenorrhea (cramping)"), autoimmune disorder ("autoimmune disorder type disorder: leaky gut syndrome"), menopausal symptoms ("hormonal changes describe: perimenopause symptoms"), migraine ("migraines / headaches"), nausea ("nausea chronic"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), vision blurred ("vision/eye problems / blurry vision"), feeling abnormal ("other injury(ies) or complications please describe: brain fog") and arthralgia ("joint pain") and was found to have weight decreased ("weight gain / loss specify which one: gain and loss") and weight increased ("weight gain / loss specify which one: gain and loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), post procedural haemorrhage ("abnormal bleeding (general) just few days after procedure abnormal bleeding"), gastrointestinal disorder ("gastrointestinal or digestive system condition type leaky gut syndrome"), dermoid cyst ("other injury(ies) or complications please describe: dermoid cyst") and genital haemorrhage ("abnormal bleeding ( general)"). The patient was treated with surgery (surgical removal of coil(s). And surgical removal of coil(s).and tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, post procedural haemorrhage, autoimmune disorder, fatigue, burning sensation, menopausal symptoms, migraine, gastrointestinal disorder, nausea, fibromyalgia, vision blurred, weight decreased, dermoid cyst, feeling abnormal, arthralgia, weight increased and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, burning sensation, dermoid cyst, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2005 and (B)(6) 2007. Current weight 125 lbs. Essure had migrated to my pelvic are and was partly removed, some of the device is still in my abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: -unilateral occlusion (right tube occluded) -perforation (fallopian tube) -migration of essure device. Imaging procedure - on an unknown date: essure confirmation test(unspecified):result: unknown. Concerning the injuries reported in this case, the following one were described in patients medical record: dermoid cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain: dysmenorrhea (cramping), chronic"). The patient was treated with surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered device dislocation and dysmenorrhoea to be related to essure (ess205). The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2005 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case is now incident. Previously reported event ¿injury¿ was replaced with new specific events: chronic pelvic pain, dysmenorrhea (cramping) and migration. Reporter information were updated. Insertion date was updated to 2005 (essure model changed to 205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: right ovary)\failure to occlude (close) fallopian tube(s)'), fallopian tube perforation ('perforation (fallopian tube(s') and autoimmune disorder ('autoimmune disorder type disorder: leaky gut syndrome') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping), chronic/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type:"), menopausal symptoms ("hormonal changes describe: perimenopause symptoms"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition type leaky gut syndrome"), nausea ("nausea"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), pelvic pain ("pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss specify which one:"), dermoid cyst ("other injury(ies) or complications please describe: dermoid cyst"), feeling abnormal ("other injury(ies) or complications please describe: brain fog"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, fallopian tube perforation, autoimmune disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, migraine, gastrointestinal disorder, nausea, fibromyalgia, pelvic pain, visual impairment, weight fluctuation, dermoid cyst, feeling abnormal, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, dermoid cyst, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hypersensitivity, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2005 and (B)(6) 2007. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: -unilateral occlusion (right tube occluded) -perforation (fallopian tube) -migration of essure device. Imaging procedure - on an unknown date: essure confirmation test(unspecified):result: unknown. Concerning the injuries reported in this case, the following one were described in patients medical record: dermoid cyst, abdominal pain. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs&mr received reporter information, lot no was added new event added perforation fallopian tube, vaginal bleeding, menorrhagia, autoimmune disorder, allergic or hypersensitivity reaction, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, perimenopause symptoms, migraines / headaches, nausea, fibromyalgia, pain, vision/eye problems, weight gain / loss, dermoid cyst, brain fog, abdominal pain, lower back pain, joint pain. Severity added and lab test was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: right ovary)\failure to occlude (close) fallopian tube(s)'), fallopian tube perforation ('perforation (fallopian tube(s') and autoimmune disorder ('autoimmune disorder type disorder: leaky gut syndrome') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping), chronic/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type:"), menopausal symptoms ("hormonal changes describe: perimenopause symptoms"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition type leaky gut syndrome"), nausea ("nausea"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), pelvic pain ("pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss specify which one:"), dermoid cyst ("other injury(ies) or complications please describe: dermoid cyst"), feeling abnormal ("other injury(ies) or complications please describe: brain fog"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, fallopian tube perforation, autoimmune disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, migraine, gastrointestinal disorder, nausea, fibromyalgia, pelvic pain, visual impairment, weight fluctuation, dermoid cyst, feeling abnormal, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, dermoid cyst, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hypersensitivity, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted date(s) of insertion: 12-dec-2005 and 01-dec-2007. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - in april 2006: -unilateral occlusion (right tube occluded) -perforation (fallopian tube) -migration of essure device. Imaging procedure - on an unknown date: essure confirmation test(unspecified):result: unknown. Concerning the injuries reported in this case, the following one were described in patients medical record: dermoid cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.